Event description:
It is reported that a revision surgery occurred due to pain.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted within a patient on (B)(6), 2010. According to the complainant, during the procedure it was "impossible" to deploy the stent. It was reported that there was no issues with the deployment suture; and the stent was not deployed at all inside the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "ok". Based on preliminary investigation results of "stent partially deployed" this event is now deemed reportable. Additional information received on (B)(6), 2010 stated that the stent was partially deployed outside the patient.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an x ray indicate the internal magnet had been dislodged. Revision surgery is planned to replace the magnet, but had not occurred at the time of this report in 2009.

Manufacturer narrative:
Per patient's surgeon, the magnet was replaced on (B)(6), 2010.(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the magnet was replaced, date of surgery is unknown. (B)(4). Device remains implanted.